Event description:
Customer reported several ongoing incidents of air (1-5cm) found distal to the filter of the extension sets which were infusing tpn and lipids at a rate of 3-16cc/hr to pts. The customer reported that the primary IV tubing was primed via gravity and the filter extension set was then connected and primed under direct observation. Filter saturation was reportedly confirmed. The customer reported that air was found distal to the filter "4-6 hours after the tubing sets were connected to the pts." The problem was resolved by exchanging the filter extension sets. The customer reported that no air was delivered to any pts and there were no adverse pt effects. Though requested, no additional info was provided.